Manufacturer narrative:
Tandem quality engineer reviewed pump data and concluded the following: blood glucose (bg) values below 54 mg/dl were recorded by continuous glucose monitor (cgm) from 7:47-8:22 pm on (B)(6)2019. Cgm alert 3 (cgm glucose reading below user threshold) and cgm alert 1 (cgm low alert) were annunciated. Prior to the low bg, user requested a 2.92 units bolus by entering units of insulin to be delivered without entering current bg or carbohydrate gram values. There were no erratic basal rate adjustments. Making bolus requests without entering current bg could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose (bg) was 172 mg/dl. Additionally, it was reported that the customer experienced low bg of 43 mg/dl. The cause was unknown. Contact fed food to the customer as the customer is 4 years old and normally required assistance from contact. The supplies were changed to address the event and insulin delivery was resumed.